Event description:
It was reported through implant patient registry a patient initially implanted with a 23mm aortic valve for 1 year 6 months underwent an explant procedure due to paravalvular regurgitation. The valve appeared very ventricular in its position and there was a huge area of non-coaptation to the lvot. The patient received a 25mm valve as a replacement. Patient was transferred to ICU and discharged in good condition on pod #5.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported through implant patient registry a patient initially implanted with a 23mm aortic valve for 1 year 6 months underwent an explant procedure for unknown reasons. The patient received a 25mm valve as a replacement. Current patient disposition is unknown.